Event description:
It was reported to medtronic minimed that the customer received a sensor signal not found alert. The customer reported no adverse event. The event involved product mmt-1884, mmt-7841zn and mmt-7040a. Troubleshooting was partially performed for sensor signal not found/cannot find sensor signal/lost sensor/loss of communication and the customer confirmed transmitter serial number is programmed in pump. It was unknown whether the issue was resolved. Troubleshooting was performed for tester procedure for transmitter and there was no damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. Advise customer the transmitter may not be working. No harm requiring medical intervention was reported. Product return for mmt-1884 and mmt-7040a is not expected. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and the connector pins, unable to continue with functional testing or verify loss communication/led anomalies due to physical damage. In conclusion, the customer complaint of loss of communication/led anomalies could not be confirmed, due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.